Manufacturer narrative:
On 10-mar-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-may-2020, mentor completed the evaluation of the photographic evidence for the suspect medical device. Device photograph evaluation summary: according to the information provided, the patient experienced a rupture on left breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured, gel was noted inside four syringes. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the 6847801 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient also experienced left-sided capsular contracture, baker grade unknown. The patient underwent unilateral replacement of the left breast with 475cc smooth mentor memorygel breast implant on (B)(6)2020. The photographic evidence evaluation summary was updated with the following statement: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jul-2020, mentor became aware that the patient also experienced left breast pains with firmness along the left implant. Device photograph evaluation summary was updated to include the following statement: most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 475cc smooth mentor memorygel breast implant, catalog # 3504751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a 475cc smooth mentor memorygel breast implant has experienced postoperative left-sided rupture. Rupture was confirmed by ultrasound. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.